Event description:
Procedure: CT stereotactic destruction; using generator stimulator. During procedure, pt complained of right shoulder "hurting." The electrode grounding pad had been affixed on the upper right arm. Upon hearing the pt's complaint, the pad was removed, revealing a reddish-white area about 1/2 inch in diameter -directly under the electrode pad (a "burn"). An ice pack and neosporin ointment were applied to the area. Originally, the pt was thought to have suffered no further injury or complications. Unfortunately, pt now requires debridement of area by surgical methods.